Manufacturer narrative:
The investigation confirmed that three non-reproducible, higher than expected vitros trop I es results were obtained from two different patient samples processed on the vitros eciq immunodiagnostic system. The investigation could not determine a definitive assignable cause. A definitive assignable cause could not be determined due to the limited information provided by the customer. No precision testing was performed by the customer to verify the performance of the vitros instrument at the time of the event and therefore an instrument issue cannot be completely ruled out as contributing to the event. No historical quality control results were provided for the event and the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2430 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. In addition, the customer is not following the sample collection device manufacture¿s recommendation for sample centrifugation, therefore, improper pre-analytical sample handling cannot be ruled out as contributing to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
The customer observed three non-reproducible, higher than expected, vitros tropi es results were obtained from two different samples. It was not established if the samples were collected from different patients or were different draws from the same patient, when tested on a vitros eciq immunodiagnostic system. Sample 1 result of 0.448 ng/ml versus the expected result of <0.012 ng/ml sample 2 result of 0.435 and 0.164 ng/ml versus the expected result of <0.012 ng/ml a biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es results were not reported from the laboratory and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics (ortho). Complaint number (B)(4).